Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
The autopulse platform (sn (B)(4) displayed fault code 27 (encoder fault (> 3000 rpm)) and user advisory "(ua)41" (patient temperature sensor failure) error messages. It is unknown where the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(6) displayed fault code 27 (encoder fault (> 3000 rpm)) error message was confirmed in the archive data but not during functional testing. The fault code 27 occurred when the spool drive shaft was turning too fast at a speed higher than 3000 rpm during compression. The root cause of fault code 27 was the failure of the encoder, likely attributed to the device's aging. The autopulse platform was manufactured in june 2015 and is over 7 years old, past the expected serviceable life of 5 years. The integrated encoder gearbox needs to be replaced to address the fault code 27 error. The secondary complaint that the autopulse platform displayed user advisory "(ua) 41" (patient temperature sensor failure) error message" was confirmed during the functional testing and based on the review of the archive data. The root cause for the ua41 error was a defective temperature sensor, likely attributed to the device's aging. Upon visual inspection, the front enclosure has a crack in the front-end area and the load plate cover was defected with a hole, unrelated to the reported complaint. The probable root cause for the observed physical damages was due to user mishandling, such as a drop. The front enclosure and load plate cover needs to be replaced to address the damage issues. The archive data indicated several ua41 and fault code 27errors; thus, confirming the customer reported complaint. The autopulse platform failed initial functional testing due to the ua41 error message; thus, confirming the customer-reported complaint. The patient contact surface temperature sensor was outside of the normal range during the power-on-self-test or during take-up, and during the reported deployment. The temperature sensor needs to be replaced to address the reported ua41 error. Fault code 27 (encoder fault (> 3000 rpm)) was not replicated during functional testing. Waiting on customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with sn (B)(6).